Event description:
Prior to leaving operating room, portable oxygen tank was read as "full" by anesthesia. Within minutes, the pt's pulse oximetry dropped from 100% to 88%. The pt was returned to the operating room and placed on 100% oxygen via ventilator. Pulse oximetry returned to 100%. Portable oxygen tank was checked again and read "empty". New tank obtained and pt was transported without incident.